Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, the patient had severe abdominal pain. A type 3a endoleak with sac growth and a rupture was identified. The physician elected to reline the original implanted devices with another a bifurcated stent graft and two (2) infrarenal stent graft extensions. The patient was reported as stable post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak with complete separation, sac growth and secondary procedure. The procedure related harms reported were hypotension and ruptured during the secondary endovascular procedure. Device, user or anatomy relatedness of this complaint could not be determined due to lack of comparative images. The final patient status was reported to be in stable condition. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.